Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The father reported that the patient was taken to the doctor and admitted to the hospital (intensive care unit) where he was kept overnight (for about 24 hours). The patient¿s blood glucose had reached in the high 200¿s to the low 300¿s mg/dl while wearing the pod on his leg. The patient was diagnosed as severely dehydrated as well as with diabetic ketoacidosis. Treatment included being put on an IV insulin drip and IV fluids. The pod was taken off at 9pm, treatment was given, and a new pod was applied at 5am the following day. The patient was then discharged at 2pm.